Manufacturer narrative:
Device has yet to be received.

Event description:
It was reported that allegedly one of the patient's dual magec rod appeared to not be distracting. Therefore, the physician removed the rod without incident.